Manufacturer narrative:
The product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the vision not as expected. The lens was explanted in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (1.50cyl), 20.0 diopter (add power +2.2/+3.2) lens was replaced with a competitors, 21.0 diopter, toric lens model. The product has not been received to evaluate. Follow up attempts were made. No additional information has been provided at this time. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating the patient's issues were resolved and there was no patient harm.